Event description:
On (B)(6) 2024, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius she experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with enterococcus faecalis in the culture and a wbc count of 6211/mm3. The patient was diagnosed with peritonitis due to a break in asepsis during pd therapy setup and treatments. It was explained that the patient does not have a clean environment to undergo ccpd therapy and has been noncompliant with handwashing and mask wearing in the past. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1750 mg and ip ceftazidime at 2000 mg (frequency and duration unknown) to address the infection. The patient recovered from this event as she remained symptomatic on antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.